Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The patient stated she heard a loud single beep come from the pump while she was sleeping and the sound woke her up so she pressed "ok" to check the pump. The patient stated she did not see any alarms on the screen but there was a line through the display. Patient stated she pressed okay again and the line disappeared and the pump was at the home screen showing correct time/insulin remaining, and basal rate. The patient stated she then noticed that she could not hear her basal delivery and no insulin was coming out the end of the tubing. The alarm history was checked and there were no alarms in the history. The patient rebooted the pump and she was able to go through full rewind load and prime and was able to see insulin come out the end of tubing without any difficult or alarms. The basal history and basal were recorded and being delivered as programmed. The patient stated however she still did not hear the basal delivery from the pump, or see any insulin come out the tube for basal delivery. It was noted that there was no moisture or corrosion in the pump, and pump did not loose power at all during this event. This complaint is being reported because the reported issue was not resolved with troubleshooting and could have an impact on insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed no delivery interruptions. The alleged basal delivery issue was unable to be duplicated during investigation.